Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the "error-134" was related to the power supply voltage out of 5v tolerance of 7%. The logs were reviewed and the reported issue was confirmed. The power supply was adjusted from 4.80v to 5.15v. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thor acolumbar (t10 to iliac fusion) procedure, they were unable to acquire x-ray. The manufacturer representative (rep) present went into the imaging software application on the remote desktop and it was showing error 134. The rep reset the error to get through the case. The error would come back. There was no delay to the procedure. There was no reported impact on patient outcome.